Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reports the binoculars and splitter become very loose while the surgeon is working. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm the loose binoculars and splitter. The thumbscrew was compliant. The company service representative replaced the splitter and binocular thumbscrews as a precaution. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).